Event description:
Pt became diaphoretic and tachypneic with a pulse oximetry reading of 88%. Pt was to be receiving oxygen via face mask at 100%. The oxygen nebulizer was changed twice with poor effect. A third nebulizer was taken from a different lot than the preceding ones and replaced with good effect.